Event description:
It was reported to boston scientific corporation (bsc) that during a vaginal vault sacrospinous ligament fixation procedure using the capio suturing device, and a teleflex polypropylene suture (non-bsc product), the bullet detached inside the pt. The physician was unable to find or retrieve the bullet. The pt is reported as "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.